Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). There was blood on the handle. The handle was opened and all the parts were accounted for and there was no damage or irregularities. The stent was not returned which is consistent with the reported information. The safety-lock was not returned. The sds was in the deployed position. The shaft was kinked 9cm and 10cm from the handle. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that premature stent deployment occurred. Vascular access was obtained via cephalic vein with a 6f non-bsc sheath utilizing retrograde approach. The 90% stenosed, approximately 6mm in size target lesion was located in a shunt in the mildly tortuous cephalic vein. An 8x40x75mm epic¿ vascular stent was advanced to treat the lesion. When the physician rotated the thumb wheel, it was noted that there was no clicking sound with the device, and the thumb wheel rotated too smoothly. As a result, the stent was deployed earlier than expected and was implanted in approximately 2cm distal from the target lesion. The lesion was treated with dilation of a balloon catheter without additional stent implantation and the procedure was completed. No patient complications were reported and patient's status was good.

Event description:
It was reported that premature stent deployment occurred. Vascular access was obtained via cephalic vein with a 6f non-bsc sheath utilizing retrograde approach. The 90% stenosed, approximately 6mm in size target lesion was located in a shunt in the mildly tortuous cephalic vein. An 8x40x75mm epic¿ vascular stent was advanced to treat the lesion. When the physician rotated the thumb wheel, it was noted that there was no clicking sound with the device, and the thumb wheel rotated too smoothly. As a result, the stent was deployed earlier than expected and was implanted in approximately 2cm distal from the target lesion. The lesion was treated with dilation of a balloon catheter without additional stent implantation and the procedure was completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).